Event description:
It was reported that during implant when attaching the atrial lead to the header, the set screw came out of the header on the tip of the hex wrench. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the atrial is-1 set screw was not returned with the device. Another set screw was placed in the atrial is-1 connector block. The sj4 set screw functioned normally and both set screws tightened and secured test leads. The reported field event of a set screw anomaly could not be confirmed.